Event description:
It was reported that the device was not working during the procedure and no back-up device was available. It is unknown if/how the procedure was completed. However, no patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. Factors which can lead to non-operational include: there may have been an issue with the used controller. There may have been a loose cable connection between the returned device and the used controller which could cause non-functionality of the automatic actuation. There are no indications to suggest the device did not meet product specifications upon release into distribution.